Event description:
A patient (age unk) underwent a therapeutic ercp procedure for placement of a biliary stent. This was the eighth ercp for this pt. The physician had removed four plastic stents, utilized a balloon sweep and a balloon dilation prior to insertion of replacement stents. The first stent went in fine over the jagwire guidewire. The 2nd stent went up over the wire but would not deploy. When the physician attempted to remove the stent and the jagwire from the duct, the coating on the wire tip of the guidewire detached inside the pt's duct. The physician removed both plastic stents and the wire. The tip of the wire (coating only, no break to the corewire) remained in the pt. The physician had no plans to remove the detached tip of the guidewire. The procedure was completed with another of the same device with three stents being placed successfully without issue. The pt did not sustain any reported complications or ill effects as ar esult of this issue. The pt was discharged home. The guidewire tip coating is expected to pass naturally from the pt.